Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - patient removed sensor.

Event description:
On (B)(6) 2025 the patient reported hyperglycemia with blood glucose (bg) of 350 mg/dl after being disconnected from their sensor overnight. The patient paired a new sensor and continued insulin pump therapy; the ilet delivered correction insulin and bg decreased to 220 mg/dl on follow-up. No symptoms, external assistance, or medical intervention occurred.